Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: section e.1: the initial facility reporter name: (B)(6). Section e.1: the initial facility reporter address line 1 is not available. Section e.1: the initial reporter phone: (B)(6). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 1mm x 3cm galaxy g3 mini coil was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the coil was returned partially outside of the introducer. Microscopic inspection was performed. Under magnification, the embolic coil was observed to be severely stretched at the proximal section. The internal blue fiber was exposed; however, the coil remains attached to the resistance heating (rh) coil. No other damage was noted to the device. The issue documented in the complaint that the coil that was impeded in the microcatheter was confirmed based on the appearance of the returned device. The damage observed in the coil could be the result of the impeded condition experienced during the procedure. Stretching can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil damage. Coil stretching is a known potential issue associated with the use of this device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30905561) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damage from leaving the facility. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) contains the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the endovascular embolization procedure, the 1mm x 3cm galaxy g3 mini coil (glm910030 / 30905561) was impeded in the proximal end of the concomitant microcatheter (competitor brand) and could not be further advanced. The physician retracted only the coil and replaced it to complete the procedure using the same microcatheter. There was no report of any negative patient impact. 09-apr-2025, it was indicated that additional information related to the device issue and procedure cannot be obtained. Based on the additional information received on 30-apr-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿